Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced tape is not sticking event on (B)(6) 2026. The blood glucose level was high and patient was treated with insulin pump.